Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies.on an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. Cause of peritonitis was unknown. Treatment was not reported. The patient was reported to be recovering from the peritonitis event. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. This complaint for peritonitis-no malfunction or use error is not confirmed because the device was not returned to baxter and there was no lot number given. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause was not determined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.